Event description:
It was reported, while removing the gamma 3 2.0 distal targeter from the t2 recon nail target device in normal fashion, the gamma 3 distal targeter broke in the plastic area near the fixation lever and fixation bolt. Since we had finished using the targeter, the broken piece was picked up and placed back into the tray after the surgery was completed. There was no adverse outcome to the pt or surgery as we were done utilizing the distal targeter. The targeter was removed appropriately and there was no use of excessive force or malleting while removing it from the recon nail target device.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.